Event description:
It was alleged that the device did not manage the patient in auto mode appropriately. It was alleged that the device over-cooled and warmed too fast even in minimum mode. Without alarms that patient was off track.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the device did not manage the patient in auto mode appropriately. It was alleged that the device over-cooled and warmed too fast even in minimum mode without alarms that patient was off track.

Manufacturer narrative:
Through analyzing the data, it was found that the the issue was with how the staff were using the settings on the device. Feedback was provided to the staff as well as additional training was provided to the team.

Event description:
It was alleged that the device did not manage the patient in auto mode appropriately. It was alleged that the device over-cooled and warmed too fast even in minimum mode. Without alarms that patient was off track.